Event description:
It was reported that a history of noise was noted on the atrial channel of this cardiac resynchronization therapy pacemaker (crt-p). Review of the electrogram identified myopotential stimulation which was not sensed as atrial sensitivity was programmed to a fixed output of 3.0mv. The associated atrial lead is manufactured by a competitor. The system remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).